Event description:
As reported by the user facility: reports a caresite valve was attached to a port-a-cath line on 11/20. The patient was sent home with chemotherapy (fluorouracil) infusing from a baxter elastometric pump at 2.5ml/hr. Leaking from around the center of the valve housing began 48 hours later on (B)(6). The patient returned to the hosp when she noticed the leaking. Leakage was clearly observed when the product was flushed with 10mls saline. The reporter indicated that the lot number was unable to be confirmed, but is likely to have been lot number 0061314336.

Manufacturer narrative:
(B)(6). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusion can be drawn. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The initial report from the facility indicated that the valve had been in use for 48 hrs when it began leaking. Per the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (eg., paclitaxel) for 24 hours." Based on the info provided by the facility, it would appear that using the device beyond the recommended 24 hrs likely contributed to the reported leakage. If add'l pertinent info becomes available, a follow-up will be filed.